Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman laa closure device and delivery system were used. The closure device was deployed, but was too proximal. The closure device was fully recaptured. It was noted that the was had excessive back bleed from the hemostasis valve despite closing the valve down after the closure device was completely recaptured and removed. Both the was and wds were exchanged to complete the procedure successfully. There were no patient complications reported.